Event description:
It was reported by the rep that the (1) atw35 was used during a laparoscopic nephrectomy procedure. It was reported that the donor kidney was mobilized, as were all vessels. The surgeon then fired across the artery and when the device was removed from the artery, there was substantial bleeding. The bleeding was enough that the surgeon needed to enlarge the incision in order to get a hand in position to get it stopped. A clip was then applied to the staple line to further stop bleeding.